Event description:
On 05/2002, the MFR received a medwatch report (uf# 420078-2002-174) that states the following: device hub detached from device catheter. Radiologist had to retrieve from pulmonary artery.